Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subject programmer exhibited intermittent boot-loop characteristics during use and shuts off during operation and will not turn back on making the programmer unusable.

Event description:
It was reported that the subject programmer exhibited intermittent boot-loop characteristics during use and shuts off during operation and will not turn back on making the programmer unusable.